Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has not been confirmed. Upon investigation the electrode belt passed a therapy electrode recognition test, but failed an ECG falloff test. The cause for the failure was isolated to an open brown (lead 1-) wire in the cable connecting the distribution node (dn) to ECG "c". The cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During the investigation of an electrode belt for an unrelated issue, a reportable malfunction was found.